Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
It was reported that this pacemaker had reached elective replacement time (ert). Moreover, right ventricular autocapture was on. The technical service (ts) then explained how device operates in current bin and that rvac there's more time in retry tat will force into higher crrent bin, hence decreasing longevity. Further, this device was explanted due to normal battery depletion (nbd). Additional information was received from the analysis result indicating that this device experienced normal battery depletion but declared ert earlier than previously estimated. No adverse patient effects were reported.